Event description:
A third party biomed reported that the customers device would only charge up to 90 joules. The biomed reported that the transfer relay was hot when charging. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and parts info to repair device. Follow up with customer found that device owner declined repair due to age. The root cause of malfunction could not be determined.